Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the sigmoid colon on (B)(6) 2013, during a colonic stent placement procedure. According to the complainant, the indication for stent placement was as a bridge to surgery for an obstruction at the junction of the sigmoid and descending colon. The patient anatomy was tortuous. The patient was not undergoing any cancer treatments at the time of this event during the stent placement procedure, the stent was implanted without issue. However, on (B)(6) 2013, a perforation was noted and confirmed with a CT exam. The patient had emergency surgery to treat the perforation. The perforation, including the stent and stricture, were surgically removed. Following the procedure the patient¿s condition was reported to be stable. In the physician's assessment, the stent contributed to the perforation.